Manufacturer narrative:
(B)(4). The device has arrived from the user facility at our bbm laboratory in (B)(6) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: pump from ICU, reported to be infusing noradrenaline too fast on (B)(6).

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. Due to a defective component on the board, no entries were found logged. Thereupon the infusomat space was subjected to a visual and functional examination. The sample showed signs of an external impact / drop down. The device was heavily contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. Following is described in the IFU:prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test.